Event description:
The following information was report to davol by the pt's attorney: on (B)(6) 2008 - the pt was implanted with bard composix kugel mesh. On (B)(6) 2009 - the hernia mesh product was explanted. Attorney alleged permanent injury, "pain and suffering", additional surgery, defective mesh, and explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.